Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.

Event description:
It was reported that when the generator is switched on, the screen shows grey spots and a green line that crosses the screen. It was also noted that the display was distorted and the customer could not properly read the symbols due to the distortion, a narrow green line was across the screen and occurred during boot up. The unit was not used on a patient. The generator was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the generator was powered up and was able to boot up without any errors. It was confirmed the screen was blank on power up. The generator was then connected to a video programmer and the checksum value was incorrect. Analysis identified the reported problem was due to a communication failure in one of the integrated circuits that failed to store the programming data correctly.